Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she was experiencing discomfort due to the size of the ipg pocket. Surgical intervention was undertaken revise the ipg pocket and the pt is reportedly doing well. No devices were explanted and none will be returned to the MFR for analysis.